Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02722, 2134265-2018-03309, 2134265-2018-03377. It was reported that burr became stuck on the guidewire. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. Two rotawire¿, a 1.25mm rotalink¿ plus and a 1.50mm rotalink¿ plus were selected for use. During procedure, the 1.25mm burr was tried to remove from the patient's body. However, the 1.25mm burr became stuck on the rotawire and the burr and rotawire were pulled out as a unit. A 1.50mm burr and a new rotawire was then used for ablation, however the 1.50mm burr was again stuck on the new rotawire. The 1.50mm burr and rotawire were again pulled out as a whole unit from the patient's body. The procedure was completed with another of the same device. No patient's complications reported and patient's status was stable.